Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 510 mg/dl. The customer was assisted with troubleshooting. Customer had experiencing replace battery and already tried to change battery but insulin pump was not able to read the new battery inserted. Customer was able to clear the replace battery alarm and gave herself a correction bolus and did self-test and insulin pump detected no problem. The insulin pump was working the way it should be. The insulin delivery had stopped due to low power and the battery was not replaced after the low battery alert. The new battery was resolved the issue. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.